Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) afa. The following additional information was provided: the images show a green sureform 45 reload with the knife blade rotated toward the knife track. This rotation appears to have caused the blade to skive the cartridge material along the right side of the track. Additionally, the knife seems to have sliced through one of the pushers on the right side. The rotated knife likely exerted lateral force against the reload walls, expanding its width and causing the reload to become stuck in the stapler channel. Damage observed at the very distal end of the reload appears consistent with user attempts to remove the reload, rather than being part of the initial failure.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the stapler instrument was successfully fired but the insert was found to be jammed in the mechanism after deployment. The customer statement was "following the successful firing of a staple using the da vinci sureform curve 45, the staple reload was then unable to be removed using normal techniques and it was noted that the blade appeared to have damaged the cartridge. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.